Event description:
It was reported that the event involved a male pt while in the cardiac care unit. Indication for use: myocardial infarction. The event occurred approx 30 minutes after the intra-aortic balloon (iab) was inserted through the sheath via left femoral artery without issue. The iap-0400 (serial number (B)(4)) alarmed "system error 3 (4)" and showed high baseline. The user attempted troubleshooting by adjusting the iab position and inflation volume which was unsuccessful since the same problem occurred. As a result, the pump was switched out successfully and intra-aortic balloon pump (iabp) therapy continued. Per the doctor there was no report of pt death or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is no complications. Additional info received on (B)(4) 2013 stated that the pt outcome is well. The engineer replaced with a good pump assembly and the pump is back in service.

Manufacturer narrative:
(B)(4).